Event description:
It was reported that for the last couple of days, they noticed the patient was beginning to shake a little bit, and their condition was "starting to deteriorate." The caller stated that they used the recharger to charge the implantable neurostimulator (ins), which was when they noticed the therapy was turned off (the ins symbol did not have the lightning bolt going through it). The battery level of the ins was unknown when the caller noticed therapy was turned off. The caller stated that they used the recharger manual for guidance, which told them to press the 'neurostimulator on' button on the left side of the recharger. However, the recharger did not respond when the caller pressed the 'neurostimulator on' button, which was when the caller reached out to patient services for assistance. During the call, agent reviewed that the neurostimulator on/off buttons are disabled for dbs rechargers. The caller stated that the patient does not have a patient programmer, so agent reviewed how to temporarily enable the neurostimulator on/off buttons. The caller confirmed that they were able to turn therapy back on. The caller stated that the patient's ins was charging between 75-100%, but no coupling bars were filled in. The caller repositioned the recharger antenna and rotated the dial, but coupling did not improve. Agent had the caller examine the recharger antenna, and they noticed that the recharger antenna cord was damaged. An email was sent to repair to replace the recharger antenna. Agent also advised the caller to monitor the patient's symptoms now that therapy was turned on, and to follow up with the patient's managing healthcare provider (hcp) if necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they were not sure what caused the therapy to be off. They reported that it could have been due to them forgetting to charge. The symptoms were reported to have improved after therapy was turned back on.